Manufacturer narrative:
Correction: b2 this correction is being filed to update outcomes attributed to the adverse event.

Event description:
On or about september 14th, 2018, stryker received a legal petition alleging that a patient underwent shoulder surgery on or about on (B)(6) 2005 during which a competitor's pain pump was implanted. On or about on (B)(6) 2006, the patient underwent an explatory arthroscopic revision, during which a stryker pain pump was used. The patient alleges that a pain pump implant caused irreversible destruction to his shoulder cartilage, physical pain, mental suffering, loss of enjoyment of life and caused a recent diagnosis of chondrolysis. There are no allegations the product failed to perform as designed or programmed by the physician.

Manufacturer narrative:
Legal case.

Event description:
On or about (B)(6) 2018 stryker received a legal petition alleging that a patient underwent shoulder surgery on or about (B)(6) 2005. On or about (B)(6) 2006 the patient underwent an explatory arthroscopic revision, during which a stryker pain pump was implanted. The patient alleges that pain pump implant caused irreversible destruction to his shoulder cartilage, physical pain, mental suffering, loss of enjoyment of life and caused a recent diagnosis of chondrolysis. There are no allegations the product failed to perform as designed or programmed by the physician.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document the device was discarded by the customer, no evaluation is possible. Device not available.

Event description:
On or about september 14th, 2018 stryker received a legal petition alleging that a patient underwent shoulder surgery on or about (B)(6) 2005 during which a competitor's pain pump was implanted. On or about (B)(6) 2006 the patient underwent an explatory arthroscopic revision, during which a stryker pain pump was used. The patient alleges that a pain pump implant caused irreversible destruction to his shoulder cartilage, physical pain, mental suffering, loss of enjoyment of life and caused a recent diagnosis of chondrolysis. There are no allegations the product failed to perform as designed or programmed by the physician.